Manufacturer narrative:
Eval summary: the returned bipolar cup along with the locking ring was analyzed. The locking ring is returned in the bent condition. The critical dimensions of the shell were measured and meet specification. It is also not known which liner was used with the bipolar shell. This issue may be caused due to one or combination of following factors: locking ring is out of groove and surgeon tries to snap the poly liner to the shell preventing assembly and damaging the locking ring. Tabs of the locking ring are not in the window slot and when an attempt is made to snap the liner to the shell may bend the locking ring and prevent complete engagement of the liner to the shell. Locking ring may get damaged during handling of the device in operating room. Use of incompatible liner can also damage the locking ring and prevent engagement. This is not an exhaustive list. No definitive cause analysis can be performed with certainty. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened.

Event description:
It is reported that the liner would not lock into the bipolar cup. The locking ring of the bipolar cup is distorted and the surgeon used another one. Surgery was prolonged by 30 mins.